Event description:
While the dentist was working on tooth #1, #2 and #30, the patient's lower lip was burned.

Manufacturer narrative:
The patient was prescribed kenalog ointment for treatment of burn to lip. At the handpiece evaluation, it was found that the bearings were worn and gritty in drive assembly, shaft, and axle, and the water port was clogged. Medium debris level was present. Proper maintenance was discussed with the office and a two-year service check was suggested. The handpiece was repaired.